Event description:
Healthcare professional (hcp) reported a patient (pt) complained of chest pain while receiving hemodialysis on a baxter sps 1550 device. The hcp reported the patient care technician (pct) was using normal saline to flush the dialyzer as the pt's treatment was ordered to run heparin-free. The normal saline bag ran dry without pct noticing until the alarms sounded. Pct states patient turned the blood pump off (confirmed). The alarm recordings do not clearly show how they cleared the air from the tubing and the pct stated they made no attempts. However, air and foam were noted in the entire venous line up to the left intravenous jugular (lij) central venous catheter (cvc). The foam and bubbles were aspirated by the rn. There was a 4-6 minute time lapse where it appeared the ptc had tried to clear the air with the pt attached. The pt had brief complaints of chest pain and was placed in trendelenburg position on their left side. Hcp charted expiratory wheezes, but the pt did not desaturate or become hemodynamically unstable. It was reported that the approximate blood loss was 100 cc. With the pt disconnected, the hcp did attempt to recirculate the blood in order to clear the air from the lines. The pt sent to emergency department via emergency medical system and was observed overnight. It was reported the pt was stable throughout their hospitalization and patient was discharged in 2003. The hcp reported the patient was doing fine and that they returned to the clinic for their dialysis treatment.